Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified, 75% stenosed lesion in the mid circumflex artery. The xience alpine was advanced to the lesion and inflated 3 times at 18 atmospheres deploying the stent. The stent delivery system (sds) was attempted to be removed from the patient; however, it was stuck and withdrawn with the unknown guide wire. No additional treatment was performed to complete the procedure. The guide wire was removed from the sds with extra force outside of the patient. There was no other reported device issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.